Manufacturer narrative:
A getinge fse was at the customer facility to performed pm and he found the unit in the hallway with a note. The fse replaced all blood contaminated components and performed all performance and safety tests according to factory specifications with full pm. The unit passed all tests performed and was returned to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had blood in drain tubing.